Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized.

Event description:
It was reported during a preventative maintenance (pm) conducted by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) pressure would not calibrate above 266. The normal range is 390 +/- 10. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. The getinge field service engineer (fse) found that the pressure would not calibrate above 266. The normal range is 390 +/- 10. There was no patient involvement or adverse event reported. The fse replaced the scroll compressor to resolve the issue. He was then able to complete all calibration and completed the pm. The failure analysis and testing department received part number scroll compressor with a reported unit failure of pressure would not calibrate above 266 psi. The fat department performed a visual inspection of the part received and found it in good condition. The fat department installed part number 0119-00-0236 in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the failure of malfunctioning compressor. The compressor would not reach the required pressure for calibration 390 +/-10 psi. The maximum reached was 265 psi. Thus, the compressor is defective. Retaining the scroll compressor in the fat dept. Per procedure 0002-07-d008 rev as.